Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported during an implant, oversensing due to noise was observed. The lead was not implanted.